Event description:
I am having issues with my stryker triathlon knee. I had my right knee replaced (B)(6) of 2012 and after rehab am still walking in severe pain. I have been to two different surgeons and they say the implant is secure. But I am wondering since there was a recall of the cutting guides if that could be my problem. I wonder if the system was installed with the bad guides.